Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 520 mg/dl at the time of the incident. Customer reported that there was insulin inside the reservoir compartment. The customer was unsure about the leak whether it was at reservoir barrel or o ring. The customer thought the leak was from second o ring. The insulin pump will not be returned for analysis.